Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after unpackaging and prepping a 2.5x15mm xience xpedition stent delivery system (sds) without issue, it was advanced to an unspecified target vessel. During deployment, it was discovered that the stent was not on the balloon; it had dislodged outside of the anatomy during prep, prior to use in the patient. The dislodged stent was found inside of the of the protective balloon sheath packaging. Another unspecified balloon stent system was used to treat the patient. There were no adverse patient effects. While a delay was reported, there was no report of a health impact due to the delay. An unspecified stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: only the stent was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device had been prepped (air aspiration) prior to removing the protective stent sheath. Per the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) the first step under the operator instructions section is inspection prior to use which includes steps for removing the device from the foil and inner pouches. The next step in the operator instructions section includes the packaging removal section with steps related to removing the device from the protective tubing, removing the mandrel and the protective sheath, flushing the guide wire lumen. Then, the next step is the delivery system preparation section related to preparing the device by removing air from the system. The investigation determined a conclusive cause for the reported stent dislodgement cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.